Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the camino monitor kept shutting off when it was first "hooked to the pt". It then worked fine after awhile. The pt was reported as being fine. Add'l clinical info has been requested, however, no add'l info has been provided.